Event description:
It was reported the guidewire was bent before use on patient. No patient involvement with device.

Manufacturer narrative:
Qn# (B)(4).

Manufacturer narrative:
(B)(4). The customer returned one opened 3-l cvc kit for evaluation. The guide wire in the kit was returned within its advancer tubing. However, the swg assembly was returned without the straightener tube and end cap, indicating the customer handled the swg. Visual examination of the guide wire revealed one kink towards the distal end of the guide wire adjacent to the j-bend. The distal j-bend was misshapen but intact. Microscopic examination confirmed the kink in the guide wire body. Both welds were present and were observed to be full and spherical. The kink in the guide wire was located at 430 mm from the proximal end. The total length of the guide wire measured to be 456 mm which is within specifications of 450-458 mm per swg product drawing. The outer diameter of the guide wire measured to be 0.800 mm which is within specifications of 0.788-0.826 mm per product drawing. The returned swg was functionally tested per the instructions for use (IFU). The IFU states, "advance guidewire into arrow raulerson syringe approximately 10 cm until it passes through syringe valves or into introducer needle." The guide wire was advanced through a lab inventory ars and a lab inventory 18ga introducer needle to functionally test the guide wire. Minor resistance was observed at the kinking; however, the undamaged portion of the guide wire was able to pass as expected. A manual tug test confirmed both welds were fully intact on the guide wire. A device history record review was performed, and no relevant manufacturing issues were identified. The IFU provided with this kit states, "do not use excessive force when introducing guidewire or tissue dilator as this can lead to vessel perforation, bleeding, or component damage." The customer report of guide wire damage before use was confirmed by investigation of the returned sample. Visual analysis confirmed the guide wire had a kink adjacent to the distal j-bend. The sample passed all relevant dimensional and functional testing, and a device history record review was performed with no relevant findings. During normal packaging, the portion of the guide wire that kinked would have been located inside the straightener tube, protecting it from damage. Therefore, it cannot be confirmed when the guide wire was damaged, and the root cause of this investigation is undetermined. Teleflex will continue to monitor and trend reports of this nature.

Event description:
It was reported the guidewire was bent before use on patient. No patient involvement with device.